Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section was damaged by application of physical stress during user handling. It was possible that damaged components of the bending section stuck into bending section cover during user handling, leading to damage. It is also likely the event occurred due to normal wear and tear damage that naturally and inevitably occurs over time. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU which state: "IFU: urf-v3/v3r operation manual. Important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the instrument of the uretero-reno videoscope was defective during manual washing through the mishandling of a nurse. The issue was found during reprocessing. Inspection and testing of the returned device found the bending tube was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The issue occurred one year prior to reporting, however, the hospital was not financially able to send the device for repair. The device evaluation found the distal end leaked. The glue from the distal end was protruding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.